Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. During troubleshooting, it was identified that issue was due to a faulty gas delivery system (gds) module. As a correction, the fse replaced the gds module. The system was confirmed to be working as per specification post this action. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint reporting an error message of warning of repeated co2 inhalation displayed on a v60 ventilator monitor. The device was in clinical use; there was no reported harm to a patient/user. The investigation is ongoing.